Event description:
It was reported that the patient had an advance sling procedure prior to his recent artificial urinary sphincter device implant procedure. The sling was later removed due to erosion of the urethra. No further patient complications were reported in relation with this event.